Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure for a 2-3cm pyloric malignant stricture performed on (B)(6) 2011. According to the complainant, the nurse had trouble deploying the stent because the outer sheath split at the proximal end below the handle. The nurse was able to finish deploying the stent with some assistance from a second nurse. However, the stent was not positioned accurately, so the physician used a second stent to complete the procedure. Both stents remain implanted in the patient. The patient's anatomy was reported as tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age is unknown; however patient is (B)(6). (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.